Event description:
Account reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Presented for 1 month post operation with significant striae in left eye on (B)(6) 2014. Patient was scheduled for lift and stretch that afternoon in left eye. (B)(6) 2014 post of visual acuity sans corrected (vasc) 20/20 in right eye and 20/25 left eye. On (B)(6) 2014 account confirmed that flap lift and rinsed was performed as scheduled (same afternoon).

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Presented for 1 month post operation with significant striae in left eye on (B)(6) 2014. Patient was scheduled for lift and stretch that afternoon in left eye. (B)(6) 2014 post of visual acuity sans corrected (vasc) 20/20 in right eye and 20/25 left eye. On (B)(6) 2014 account confirmed that flap lift and rinsed was performed as scheduled (same afternoon)

Manufacturer narrative:
Placeholder.